Event description:
A hospital in (B)(6) reported that the feedset tube of an mr290 autofeed humidification chamber broke where it connects to the water bag spike and that the feedset tube was too short. The customer further reported that this had happened two or three times. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint chamber was not returned to fisher & paykel healthcare (fph) for evaluation, but was destroyed by the hospital. Our investigation is therefore based on the information provided by the hospital and our knowledge of the product. Results: further information received from the head nurse revealed that they were mounting the water bag as high as possible, putting strain on the feedset tube and that the tube would break at the spike connection after two to three days of use. Conclusion: from the information received from the customer, we concluded that the feedset tube was breaking as a result of the tension it was under during use. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. Fph manufactures a water feedset extension, the 900mr191. During a visit to the customer, an fph representative recommended use of the water feedset extension. The customer began using this extension and has subsequently informed fph that this has solved the problem and that the feedset tubes are no longer breaking. (B)(4).